Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that there was difficulty interrogating the pulse generator. After multiple attempts, interrogation was successfully performed. The patient was asymptomatic.